Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "it still hurts" and "a bump sticks out and it makes me un comfortable. It's the wire sticking out." The right ventricular (rv) lead remains in use and a pocket revision has been scheduled. No further patient complications have been reported as a result of this event.